Manufacturer narrative:
A picture was submitted for investigation. It appears an incorrect label has been fitted (led) light-emitting diode label which is for a different range. The top led label has been fitted upside down to the device in question. The reported complaint was confirmed. A device history record (DHR) review was completed and previous service did not show a led label change. Manufacturing (bom) bill of material for front panel reviewed and it has been signed off and approved as correct. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that the device is presented with incorrect sticker panel just below the pressure gauge. The difference between them being the differing orientation of the icons. No patient injury was reported.